Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in clinic after receiving inappropriate therapies due to rapid ventricular response to atrial arrhythmia. The device was reprogrammed. The patient will be monitored.